Event description:
It was reported to boston scientific corporation that a urolok ii adaptor device was used during a ureteroscopy procedure on (B)(6) 2012. There were no patient complications during the procedure. The patient was reported to be fine after the procedure. According to the complainant, during the procedure, the valve on the urolok ii adaptor allowed irrigation to spray back onto the physician when irrigation was pressurized. The physician was able to complete the procedure using the original urolok ii adaptor. Follow up with the complaint revealed that all attachments were connected and sufficiently tightened on the urolok ii adaptor device. It was sterile saline that sprayed onto the physician. The physician was not injured in any way and did not receive any medical intervention due to this device failure.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date. The reported event of luer valve fluid leak.